Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the tray holding tool was threading too far into the tibia tray causing the base stem piece and tray not to seat. The issue caused a 45 minute to 1 hour delay. No patient complications were reported.